Manufacturer narrative:
Concomitant medical products: product ID: 419688 lead, implanted: (B)(6) 2013; c2tr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.